Event description:
The customer reported a lost sensor alert. The blood glucose reading was 310 mg/dl. After troubleshooting, it was discovered that the sensor may not be working. No further information was provided.

Manufacturer narrative:
Reliability analysis inspected 3 opened/used enlite sensors and performed bicarbonate buffer test per dop114-830. 2 of 3 failed per spec. Due to found both sensors broken. One remaining sensor passed per spec. With accurate readings.